Event description:
The magnet in the receiver-stimulator component of this patient's device became dislodged in april of this year. An additional surgical procedure was required to reposition the magnet and was completed successfully about a month later.